Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was "hanging up" when powered-up, and then printed out in spurts. The device powered-up to a "please wait" screen and stayed there for a long time, and then presented with a system error. Sluggish performance and some new errors were seen in the logs. Major corrosion was also found inside of the device, so it was scrapped and replaced.

Event description:
It was reported that the programmer was "hanging up" while trying to print to the printer, portable document format (pdf), and through the data synchronization feature. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer's analysis.